Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of an avm with onyx. It was reported after approximately 5 minutes of onyx injection, the physician noticed onyx exiting out 10cm proximally to the catheter's tip. No patient injury reported. Same event as MDR# 2029214-2011-00186.